Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited high thresholds, non capture and undersensing. The ra lead was capped, and remains in the patient out of service. A new ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. Analysis of the device memory indicated diminished atrial sensing. If information is provided in the future, a supplemental report will be issued.